Event description:
It was reported that customer called help line but was not satisfied with response and needed clarification. It was reported that customer received an error alarm indicating test failure. It was reported that customer received alarm three times but only called in once about issue. Insulin pump needed to be replaced, but customer's information could not be found. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.